Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that prior to starting a da vinci myomectomy procedure, the customer noted that the wire on the jaw of the pk dissecting forceps instrument was cut. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.